Event description:
The physician reports performing cataract surgery with implantation of the crystalens. Postoperatively, the lens was explanted and replaced with a different lens model. The reason for the lens exchange was reported as "lens got decompressed". Add'l info has been requested.

Manufacturer narrative:
Device history records were reviewed, and there were no discrepancies or unusual findings that relate to the reported issue.